Event description:
It was reported that pumps wake button was sticking and harder to press. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.